Event description:
It was reported that an asymptomatic patient presented remotely with episodes of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator as a result of oversensing myopotentials. No intervention was reported and the patient will continue to be monitored. There were no patient consequences.